Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary :no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pf has no new allegation. After review of medical records there is a small amount of trunnionosis.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: UDI: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation records received. Litigation alleges corrosion and friction wear caused by cobalt-chromium metal ions and particles released to patient's blood and tissue and bone surrounding the implant. Plaintiff experienced pain, discomfort, inflammation, dislocation, disarticulation and slipping feeling in the hip joint and sensation that the pinnacle device could not support his weight. It also alleges elevated levels of metal ions, crunching or popping noise, difficulty standing or walking, hip fractures, fatigue, infection, necrosis, metallosis and lack of mobility. Doi: (B)(6) 2008; dor: (B)(6) 2018; right hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient code: no code available (3191) used to capture limb asymmetry.

Event description:
Pfs alleges dislocation, elevated metal ions, metallosis and kidney failure. In addition to what were previously reported in medical records, after review of medical records the patient was revised to address painful tha. Operative note reported small amount of clear yellow fluid with the joint, pericapsular tissue appeared slightly inflamed, trunniosis, scar, fibrous tissue, instability, limb asymmetry. Clinical visit reported soreness, discomfort. Lab result for metal ions was above 7 ppb.